Manufacturer narrative:
H3 and h6: annex b, annex c, annex d and annex g have been updated. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Review of the field service notes indicates an initial review of the logs noted an error code ¿arm failure - recoverable - sa motor and sensor torque plausibility check¿. Evaluation of the device data indicates occurrence of multiple error codes on setup arm joint 4 (sa_j4). Error code ¿arm failure with possible motion - sra validation - redundant controller state check¿ occurs when an aca is in surgery mode (operating mode) if the reported brake state does not agree with the given controller mode. This error also triggers an error message: "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". Error code ¿arm recoverable error- sra validation - redundant torque sensing check¿ occurs when the torque/force differs from an expected value. Error code ¿sa motor and sensor torque plausibility check¿ occurs when either in calibration or manual_control mode of the sa_j4, if the brake is disengaged and the motor is powered for sa_j4, and the absolute value of any of the following torques differ from the expected value. Evaluation of the device data for the reported arm cart assembly confirmed the reported condition. The root cause can be traced to a component failure of the torque sensors on setup arm joint 4. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing; the arm had a tilt movement error and became unresponsive. There was no patient involvement.

Event description:
It was reported that during testing, the arm had a tilt movement error and became unresponsive. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.